Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection and functional testing. The device was returned with a guidewire inserted. The guidewire was retired without abnormalities. A new guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. The catheter was prepared without issue and inserted into the patient. After the catheter was inserted it was very hard to advance the guidewire in the lumen and deploy the catheter array from the basket to the flower shape. Resistance was felt by the physician. The guidewire was replaced, but the issue recurred with the new guidewire. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. The catheter was prepared without issue and inserted into the patient. After the catheter was inserted it was very hard to advance the guidewire in the lumen and deploy the catheter array from the basket to the flower shape. Resistance was felt by the physician. The guidewire was replaced, but the issue recurred with the new guidewire. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.